Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 280 mg/dl while wearing the pod between 1 and 4 hours. After realizing elevated bg levels, patient found the needle had not deployed as intended; this indicates that a needle mechanism failure occurred.

Manufacturer narrative:
The received device had the cannula assembly fully deployed and the pink slide insert was visible in the viewing window. Although inspection of the needle mechanism assembly found no evidence that would result in the needle mechanism not deploying, a root cause for the reported event could not be determined. All three batteries had lower than expected voltage. The current measured through the pcb was higher than expected. An external power supply was used in an attempt to download the device data, but was unsuccessful. Corrosion was observed on the pcb. The timing and cause of the corrosion is unknown. It can not be determined if the corrosion contributed to the high current and the failure to download the data.